Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) unknown biomet abutment and one (1) unknown biomet screw were returned for investigation. However, one (1) 3i t3 tapered implant 5/4 x 11.5mm (bopt5411) and certain bellatek encode healing abutment 4.1mm(d) x 5mm(p) x 4mm(h) (ieha454) were not returned for investigation. Visual evaluation of the as returned products identified the unknown screw and abutment were damaged in order to separate from the implant. Additionally, for the customer to release the abutment from the implant, the screws head was cut. Unable to verify if the screw head was stripped due to the screws hex not being returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition were not noted as normal on the per form. Bone density was unknown. The reported device was located on tooth location # 18 (unknown dental notation system) and was used for approximately seven (7) years. X-ray & picture evaluation: the customer did not provide any images for the reported event. Appropriate documentation was reviewed. DHR review: (bopt5411): DHR review was completed for the subject lot number 2015040668. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2015040668 for similar events and no other complaint was identified. DHR review: (ieha454): DHR review was completed for the subject lot number 1249368. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1249368 for similar events and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed (damaged abutment and screw).

Event description:
It was reported that the abutment on implant tooth site #18 became stuck inside the implant. The dentist attempted to remove the screw, but it became stripped and damaged the implant. The implant and screw had to be removed.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Dental implant: bopt5411, 3i t3 tapered implant 5/4 x 11.5mm, lot#: 2015040668. Therapy date: (B)(6) 2022. PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.